Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced due to premature battery depletion. Additionally, it was reported that the left ventricular (lv) lead exhibited high threshold values. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 lead implanted 2006 (B)(6); 694765 lead implanted 2012 (B)(6). (B)(4).